Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2023, product type lead product ID 977a260, serial# (B)(6) implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that they met with the patient on (B)(6) 2024 and performed reprogramming due to an out of range (oor) message and high impedances (33,420 ohms). No symptoms reported. After reprogramming around the contacts with the high impedances the issue was resolved. The cause of the high impedances was not determined. Additional information was received from the manufacturer representative (rep). It was reported that patient had ins replaced (B)(6) 2025 with new implantable neurostimulator (ins). Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp stated that in the patient's chart there is a note that says that the manufacturer representative (rep) reached out and said that the patient has multiple impedance issues. Caller states the note is from (B)(6) 2026 but does not know when the issue first presented. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep reports they were unaware of any new impedance issues, just that the patient had an issue getting pain coverage. Rep reports there have "always been" high impedances. Rep reports the cause of the impedance issues was unknown. The patient wants paddle placement and is planning on lead revision which is not scheduled at this point. Rep reports the issue is not resolved as the lead revision is being scheduled.